Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose was over 600 mg/dl at times. The patient's blood glucose would rise when she was not feeling well or when she ate sweets. Breast cancer has been one of her concerns as well; the condition goes back and forth with her. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.